Event description:
A caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue. The customer was informed to call back if the problem reoccurs and was able to continue using the pump.